Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 800 mg/dl. The customer complained of vomiting and thirst. The customer's husband stated that she also had congestive heart failure and too much sodium, which led to the hospitalization. He stated that she was in the intensive care unit seeing her doctor, and she was advised to go to the emergency room. She stated that the insulin pump were not beeping correctly. It was found that the time and date settings were incorrect, which she was assisted with correcting. The insulin pump's alarm history showed some battery alarms. The caller declined to continue troubleshooting, requesting replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.